Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Product inspection: the device with handle disassociation or loose screw in handle of mics was reviewed and evaluated. No further product inspection is required. Product history review: a product history review is not required as it was confirmed that the failure mode does not occur due to a manufacturing or process related issue. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusion: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Handle/ screw are broken off the mics handpiece. Case type / application: tka 2.0.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Handle/ screw are broken off the mics handpiece. Case type / application: tka 2.0.